Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired but didn't close and the next time they fired, it failed to fire. They were ligating the cystic artery. No additional information is available. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).